Event description:
It was reported via social media comment by the patient that she had gone from (B)(6) lbs to (B)(6) lbs. It was stated that it could not be explained and that the physicians had tried everything. No additional relevant information has been received to date.